Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the, the service technician observed visible foam particles inside the blower kit. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The product brand name and operator of device were updated.